Event description:
New information received noted that the rv lead was electively explanted and replaced. No malfunction was alleged on the rv lead. There were no patient consequences reported.

Manufacturer narrative:
The reported event was "lead was explanted and replaced for unknown reason". As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced with a new rv lead for unknown reasons. No patient condition was reported.